Event description:
Caller reported that on (B)(6) 2013 the patient coughed and the tube came out. Caller reported that the pilot balloon was noted to be ruptured. Call states there was no patient harm; however, extubation and reintubation of a replacement tube was required.

Manufacturer narrative:
Pending receipt of sample for analysis. If sample is received a summary of the investigation will be provided in a supplemental report. (B)(4).